Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2016-07849. It was reported that cardiac perforation occurred. The procedure was indicated for the possible ablation of pvcs. A woven quad catheter had been used to map the high right atrium (hra). The bundle of his & right ventricular apical (rva) was mapped with non-bsc catheters. The coronary sinus (cs) was mapped with non-bsc catheter and an orion mapping catheter. Shortly after initiating the mapping of the left ventricle with an unknown catheter, the invasive pressure monitoring line was trending to decrease. The pressure was treated with medications. A stat echo revealed an effusion and pericardiocentesis was initiated. The patient was initially transferred to the ICU in stable condition and was able to be discharged shortly after the procedure date.